Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, the patient was seen at an outpatient visit due to suspected symptoms of a driveline infection. Cultures were taken and the patient was treated with cefazolin and sent home. On (B)(6) 2022, cultures had no signs of growth. On (B)(6) 2022, the patient was hospitalized. On (B)(6) 2022, the driveline exit site had redness but tenderness was not observed. Cefazolin was continued intravenously. On (B)(6) 2022, gram staining was performed on the patient's blood cultures but had no signs of growth as of (B)(6) 2022. The patient had no symptoms of infection and was discharge home.